Event description:
It was reported that a jp drain was placed and the patient was admitted to the hospital for observation and discharged with no drainage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial vns implant surgery, the surgeon inadvertently nicked the patient's thoracic duct. The surgeon was using a single incision implant technique near the patient's clavicle. The patient was admitted after the ent repaired the duct. No additional relevant information has been received to date.